Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded buttons on keypad traces. The device had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the customer received button error alarms on the insulin pump. The customer stated it was possible that prolonged button press had occurred. Her blood glucose level was 75 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.